Manufacturer narrative:
(B)(4). Concomitant medical products: 00632005032 liner 20 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d.shells 60839397 00620005220 shell porous with holes 52 mm o.d. 60824173 00801803202 femoral head sterile product do not resterilize 12/14 taper 60847587. The complaint cannot be confirmed since no surgical operative notes or x-rays were provided. Review of device history records identified no deviations/anomalies in the manufacturing process that might have contributed to the reported event. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00375.

Event description:
It was reported that the patient was experiencing necrotizing pseudo tumor and was recommended for a revision surgery. Attempts to obtain additional information have been made; however, no more is available.